Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient developed two big welts and skin irritation under the device. There was no alleged device malfunction. The patient's dermatologist advised the patient to use a steroid cream. The patient's medical condition improved.